Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed. This supplemental correction report was created to capture updates on h6: device codes and b5: describe event or problem.

Event description:
It was reported that during the extraction process for the right ventricular (rv) lead, this right atrial (ra) lead had to be extracted due to the extraction sheath not being able to advance any further due to the flexibility of the lead. This lead was cut and removed. A new ra lead from a different manufacturer was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that right atrial (ra) lead was explanted due to noise. A new lead was implanted. No additional adverse patient effects were reported.